Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had adaptivestim complaints after initially being programmed 3 weeks prior. The patient was seeing positional changes while doing activities or sitting in her car. Stimulation would cut off and the patient noticed the laying position on the programmer. The cones and transition time was adjusted. As of (B)(6) 2015, the issue had resolved. The representative stated that the cone for transition zones had been set to be too sensitive. No further action was planned as the patient was receiving effective therapy.